Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in the gastroesophageal (ge) junction on (B)(6) 2013. According to the complainant, after completing the dilatation with this device, the cre balloon would not deflate completely. No attempt was made to withdraw the balloon up the scope. The scope and the balloon were removed from the patient together. Once the scope was removed from the patient, the balloon was cut to remove the balloon catheter from the working channel of the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported as fine.